Manufacturer narrative:
The recipient's electrode array reportedly migrated partially out of the cochlea during the repositioning surgery that occurred on (B)(6) 2017.

Manufacturer narrative:
UDI number: ni.

Event description:
The recipient reportedly experienced device migration. On (B)(6) 2017, the recipient underwent repositioning surgery. The recipient is recovering well.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device has been successfully activated. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly activated, but sound quality and perception were poor. The recipient's electrode array had migrated. The recipient underwent revision surgery to reinsert the electrode array on (B)(6) 2017.